Manufacturer narrative:
Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2020, a patient¿s (pt) parent reported a diagnosis of corneal ulcer that occurred about 4 years ago in the USA while wearing acuvue® oasys® brand contact lenses (cl). The pt experienced discomfort and foreign body sensation os after 1 week of cl wear and found the lens was torn upon removal. The pt went to an eye care provider (ecp) (unknown contact information) and was diagnosed with an ulcer os. The ecp prescribed an optical gel used tid for 12 days, along with cl rest. Upon returning to (B)(6), the pt was seen by the local ecp who advised the ulcer had resolved, and cl wear can resume. The parent reported a 15-day replacement schedule and no sleeping in lenses. On 14oct2020, the pt¿s medical records were received. Note from office visit dated (B)(6) 2017: pt was seen 2 days earlier by another ecp who advised the pt had ¿hurt the cornea¿ and prescribed erythromycin eye drops q6h for 7 days, hyalomb (lubricating drops) q6h, and contact lens rest for 7 days. Diagnosis: keratitis (unspecified eye). No follow-up visits scheduled. On 15oct2020, the local treating ecp was contacted regarding diagnosis. An ecp representative confirmed the pt was only diagnosed with keratitis on (B)(6) 2017. No further information was provided. No additional information was received. This event is being reported as a worst-case event as the diagnosis of corneal ulcer was unable to be verified. The suspect os contact lens was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.